Event description:
Terumo medical received a user facility medwatch report # 2301650000-2023-8001. The event description states: "as the physician attempted to pull the interventional wire from the left coronary artery, the wire tip fractured inside the left anterior descending artery, multiple attempts to retrieve the fractured part failed. Patient was stable, denies chest pain or shortness or breath, had a timi flow 3, bp150/94, hr 92 and sinus." No blood loss was reported. There was a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The type of intervention used was unknown.